Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch #400a72. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? In our meeting, hcp informed me that there was a complete breakdown at the staple line. After firing there only very few staples had formed either side of the staple line but most of the vessel was open and bleeding. Bleeding had to be controlled quickly and hcp did not have time to investigate if it was caused by missing or malformed staples. How was the bleeding controlled? Bleeding was initially controlled with pressure, after which clamps were placed on the vessel. How much blood was lost (ml)? Approximately 1 litre of blood loss did the patient require a transfusion? Yes the patient did require a blood transfusion was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patient was initially placed in ICU but has since been moved into the general ward. Hcp has updated that the patient is currently recovering ok. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that one of the pulmonary veins tore during firing of the pve35a. The vessel was completely within the designated area in the jaws of the device and was compressed. Firing resulted in the tearing of the vessel and almost no stapler formation. There was a loss of blood.